Event description:
Study. Patient developed hematoma and fluid collection in the pump pocket, a silvadene dressing was applied and the patient was instructed to leave the dressing on for 48 hours. Outcome: resolved without sequelae.